Event description:
It was reported that the video processor displayed error e315 after the system was reconnected. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: b5. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed where the cabling was verified, the keyboard was connected to the port, and the connectors were swapped along with configuration of provation and upon changing the advanced menu settings, the issue was resolved. The customer informed tac of the event. The device will not be returned for evaluation. The device was not returned to olympus for inspection; however, the reported failure was confirmed on call by the technical support. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred during installation.